Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke. The piece was retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: a 70a slingshot above is used for a bankar arthroscopic procedure, the glena is perforated, the arms of the clamp are expanded, the suture is recovered and one of the arms is split. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device, user technique related factors, or difficult anatomy, extremely tough soft tissue. The device manufacture date is not known.

Event description:
It was reported that the device broke. The piece was retrieved.